Manufacturer narrative:
The failure for bias current error was confirmed through functional inspection, disassembly, and visual inspection. Components were found to be worn, including the potted trigger, motor, geartrain, and bearings.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.